Event description:
This spontaneous report was received on (B)(6) 2013 from a (B)(6) female consumer reporting on self from the united states. The consumer did not have any known medical history and was not taking any concomitant medications. On (B)(6)2013, the consumer started using intense effects pleasure for her massage gel from the makers of k-y, quarter size amount, thrice, vaginally, for intercourse (lot number 0122d, expiration date 30-september-2014). On the next day, she developed break outs on the application site. After an unspecified duration, the consumer visited the emergency room, the details of which were not reported. On (B)(6) 2013, the consumer was admitted to hospital and was discharged on same day and the product was not used further. The consumer underwent std test, the result of which was not provided. The consumer treated the events by using unspecified antibiotic cream. The events did not resolve. This report was assessed as serious (hospitalization), the company causality was assessed as probable. Additional information received on (B)(6) 2013: the expiration date of the product was changed from 30-september-2014 to 31-december-2014. This report remains serious. Dose or amount: quarter size, frequency: 3x, route: vaginal. Dates of use: (B)(6) 2013 - (B)(6) 2013. Diagnosis or reason for use: intercourse.